Manufacturer narrative:
The t:flex user guide states: replace the cartridge every 48 hours if using humalog®; every 72 hours if using novolog®. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer¿s blood glucose (bg) was above 600 mg/dl and customer was hospitalized for diabetic ketoacidosis (dka). The customer alleged the infusion set site was a possible cause of the event as bg decreased after a site change. However, there was no damage observed to the sites. Customer was treated with fluids and intravenous insulin. Elevated bg/dka were resolved. Customer was discharged on (B)(6) 2018. The customer declined tandem technical support¿s offer to troubleshoot and requested assistance to turn the pump off. Customer reverted to using manual injections for insulin therapy until next week. Reportedly, the cartridge was used with humalog for 3 days.